Event description:
The high back comfort seat fatigued and than broke causing child to fall backwards in chair while still buckled in at the hips. The metal frame in the back snapped just above the rachet device. We discovered a "notice of medical device correction" dated 12/2004 on sunrise medical's web site after the break regarding this same problem, but we never rec'd notification of this problem. Our child complained of minor muscle pain the day after this event and his discomfort was aleviated by otc pain medication. The chair was delivered to use 09/2004. The back of this same chair was replaced 02/05 for the same fatigue issue. At that itme the seat back frame had twisted, but not broken. At time of first repair we were never advised of the FDA involvement with this problem.